Event description:
It was reported that the device indicates a fault code 42.0002. This error code has already occurred on 02/12/2021. The device alarmed. No patient health consequences have been reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The affected device savina 300 with the serial no. Asnc-0501 was examined on-site by dräger service technician and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. Based on the log file analysis the reported device failure 42.0002 could be confirmed between the (B)(6) 2021 and (B)(6) 2021. On the date of event, the (B)(6) 2021, the log file entries additionally show that the device performed a warm start in order to remedy the device failure 42.0002. The device failure 42.0002 can be caused either by a software-related deviation or a hardware issue of the device. As result of the investigation it could be confirmed that the warm start was caused by a detected temporary deviation within the software. There was no indication for a hardware failure, neither in the course of the device examination on-site nor the log file analysis. During a warm start, the pneumatic system opens, reducing the airway pressure to ambient and allowing the patient to breathe spontaneously. In the present event, ventilation was continued immediately afterwards, as the detected software deviation was remedied by the device due to the warm start. The warm start was accompanied by a high priority audible and visual alarm as specified. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. However, the root cause for this warm start is being considered within the product improvement process.

Event description:
It was reported that the device indicates a fault code 42.0002. This error code has already occurred on (B)(6) 2021. The device alarmed. No patient health consequences have been reported.